Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A labeling review was completed and a CAPA was opened to review the adequacy of the labeling in regards to the connection issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anesthetic extension set would not connect. This was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.